Event description:
It was reported that two laser fibers broke while attempting to remove a stone. The physician used a different product to complete the procedure. No patient impact.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. (B)(4).